Manufacturer narrative:
The investigation found that the sample spin speed was faster than recommended and spin time was shorter than recommended and the alarm trace showed an abnormal probe sucking error on the day of the issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service representative found the electrodes not fitting together properly. He cleaned and flushed the ise flow path, replaced reagents and ise cartridges, primed the ise system, conditioned the flow path and ran ise checks without issues. He performed calibration and qc with acceptable results. The customer also performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 6 patient samples on a cobas 6000 c501 module. The customer noticed a moving averages alarm that prompted them to repeat qc. Both qc levels were out of range for sodium. The customer repeated all of the patient samples that were processed since the last acceptable qc. (B)(4). The repeated results were believed to be correct. The results were reported outside of the laboratory. The electrode lot number was c01 with an expiration date of 10-feb-2021.